Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited burnt plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information was added to the following fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus presumes that the high-energy endotherapy accessories, such as laser and high-frequency endotherapy accessories, may have been used without maintaining enough distance from the tip of the endoscope. The subject event can be detected and prevented by implementing in accordance with the following IFU. Instructions operation manual for bf-p180 chapter 3, ¿preparation and inspection¿ section 3.2, ¿inspection of the endoscope¿ ¿inspection of the endoscope¿ instructions operation manual for bf-p180 chapter 4, ¿operation¿ section 4.2, ¿using endo therapy accessories¿. Olympus will continue to monitor field performance for this device.